Event description:
During a follow up the physician noted low sensing, high capture thresholds and high impedance. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.